Manufacturer narrative:
The hillrom technician found the casters needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in august 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).